Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The noise could be reproduced with arm movements. The patient was asymptomatic. The lead was capped and replaced successfully.